Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the septum of the cartridge leaked as the customer was filling the cartridge. Reportedly, this occurred with multiple cartridges. Blood glucose level was 123mg/dl. A new cartridge was loaded to address the issue.